Manufacturer narrative:
(B)(4). One used set was received with no cap on spike (loose in pouch) and no cap on patient connector and port assembly in reference to connection issue. The set was functionally hand tightened to a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. The port was connected to the spike and no issues noted. During visual inspection no abnormalities were noted. The complaint could neither be confirmed nor duplicated in the lab. A root cause of the complaint cannot be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4).a 510(k) number was not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it was reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter to report that the spike of the transfer set separated from the port of a uv twin bag during draining. The connection was caught by something and separated. The set had been used for 20 days. There was no patient injury or medical intervention.